Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - an absolute root cause for this incident cannot be determined as the returned samples did not show the reported defect.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had blood leakage from an (B)(6) patient. No injury or medical intervention.